Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from (B)(6) 2023. The system maintained the set speed with no active alarms until (B)(6) 2023 when at 18:52 a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The system continued to operate with the alarm being active until (B)(6) 2023 when at 11:30 the backup battery was disconnected activating a backup battery not installed alarm. The remaining data revealed that the backup battery not installed alarm cleared suggesting that the battery was reconnected or a new battery was installed. The system continued to operate with no active alarms until 11:40 when the driveline was disconnected and the controller was removed from service. The periodic log file contained events from (B)(6) 2023 where backup battery fault alarm associated with an ebb load test fail (error code f36) were recorded from (B)(6) 2023. At the time the log file was collected the backup battery in use was serial number (B)(6) with a manufacture date of (B)(6) 2023. A specific root cause for the backup battery fault alarm was not able to be determined. The returned heartmate 3 system controller was functionally tested and found to perform as intended. The controller operated a mock circulatory loop for an extended period of time without issue. During this timeframe, the backup battery passed a multitude of load tests. Additionally, the controller passed multiple self-tests and the backup battery fault alarm was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Abbott will continue to monitor and investigate reports of similar events. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document # (B)(4), rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6) (greatbatch), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient noted that the alarms occurred repeatedly last year and had a system controller exchange done before: MFR # 2916596-2023-03994.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the clinic with backup battery (ebb) fault alarms. The event log files captured ebb fault alarms on (B)(6) 2023 at 6:52 pm through (B)(6) 2023 at 11:14 am. A new ebb was used but the alarms were not resolved. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.